Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false negative direct antiglobulin test (dat) of a cap survey sample when testing in the manual tube method with anti-human globulin anti-igg, -c3d; polyspecific. The customer returned the supposedly defective product for investigational testing and also the cap survey sample that had caused a false negative test result. Our quality control laboratory tested the cap survey sample with the complaint product sample returned by the customer and also with their retention sample in the direct antiglobulin test (dat) and yielded a correctly positive result. Additionally the complaint and the retention sample were tested for positive and negative specificity and potency. All acceptance criteria were met for both ahg reagents. We did not observe any false negative results. Testing by our quality control laboratory confirmed that the allegedly defective lot of anti-human globulin anti-igg, -c3d; polyspecific functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.